Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was reproduced. Keypad anomalies was confirmed and was determined to be caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #8 key will occur following the selected key's function (e.g. When the #8 key is pressed 18 will be displayed. When in alphabetic mode and the abc key is selected, av will be displayed interfering with the mdl drug search). The failed keypad was replaced. Baxter has an open CAPA in reference to the reported symptom.

Event description:
During baxter's evaluation of a spectrum pump, keypad anomalies were observed. Any patient involvement, injury or medical intervention is unknown.